Event description:
A technician reported that when an intraocular lens (iol) was inserted in a patient's eye, a posterior capsular tear was noted and the lens began to drop, but the surgeon was able to grasp it. The lens was removed, an anterior vitrectomy was performed, and another lens was implanted in the sulcus. In a follow up, the surgeon reported that the cause of the event is unknown.

Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).